Event description:
Account alleged that three or four months ago a visitor or patient fell breaking their hip. This was caused by tripping on the bed pendant cord.

Manufacturer narrative:
This event occurred 3 or 4 months ago and was not confirmed. The hospital did not document this incident. This report is being submitted as a 5 day report. Please reference hill-rom MDR number 1824206-2006-00038 for details.